Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold measurements. When device outputs were increased the patient experienced discomfort. A chest x-ray was obtained which revealed the lead was no longer in its original position. The lead was programmed off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.